Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 21-apr-2026. A visual inspection, and force test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material presumably blood and a hole on the surface of the pebax. A force test was performed, and the device was recognized and visualized correctly; however, error 105 and 106 were displayed on screen due to an open circuit at the tip area. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive on the wires. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The high force issue reported by the customer could be related to the open circuit identified; therefore, the customer complaint was confirmed. The potential cause of the open circuit cannot be determined. The product instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with the tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. The damage to the pebax is unrelated to the customer complaint; the potential cause for this damage could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. For the damage on the pebax the catheter instruction for use (IFU) contains the following warnings and precautions: do not scrub or twist the distal tip electrode during cleaning; do not use excessive force to advance or withdraw the catheter when resistance is encountered. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate potential manufacturing process factors related to customer complaints of force sensor error 106 caused by a force sensor disconnection, and other internal corrective action are also being performed to address process opportunities related to adhesive issues. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material presumably blood and a hole on the surface of the pebax¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿high force displayed¿ issue. In addition, biosense webster inc. Analysis finding of the ¿open circuit at the tip area¿. Investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause not established (d15) /component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿insufficient adhesive on the wires¿. Investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. A qdot micro¿ catheter had an error - high force displayed on the carto® 3 system as soon as they came on ablation. It got as high as 85. The catheter was replaced and the problem was resolved. The procedure continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 28-apr-2026, observed reddish material presumably blood and a hole on the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax on 28-apr-2026 and have assessed this returned condition as reportable.